Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, a (B)(6) female child patient's infusion set's tubing detached/broken at site connector. At the time of the event, her blood glucose level was in the 300's mg/dl approximately and to address this issue, they changed the infusion set. Reportedly, the infusion set had been used for approximately one hour. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.